Event description:
During an in clinic follow up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Lead insulation damage was suspected. Diagnostic imaging was performed and no anomalies were observed. Reprogramming was performed to resolve the event. The patient was stable.